Manufacturer narrative:
(B)(4): information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Attempts were made to obtain additional information. The following questions were asked: 'please confirm the trocar product code. What was the patient's position upon entry? What was the entrance point of the trocar? Was this the primary port? What size scope was being used? Did the surgeon insufflate prior to insertion? Please describe the chain of events after the aorta was punctured. Was the patient's anatomy normal? How familiar is the surgeon with the optical entry technique? What were the patient's sex, age, and weight? Patient's pre-existing conditions? Will an autopsy be performed? If so, is it possible for the company to receive a copy? Will the doctor be willing to have a clinical conversation with a company surgeon?' The following communication was received from the rep during a visit to the hospital and the doctor. He was told at this time, all matters regarding the incident are being held private by the hospital. In the future, if there is a time their hospital team agrees to answer the below questions, they will contact us.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device injured the abdominal aorta and the patient died. It is unknown which device was involved. No other details of the event are presently known.